Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during surgery, after the screws and plates were implanted but prior to closing up the surgical site, the screws started backing out, and the 3d implant ended up breaking in half. The surgeon was unable to complete the procedure.

Manufacturer narrative:
The complained screws were returned for investigation. Nevertheless, a confirmation of the reported event is not applicable since not enough information were provided. The visual inspections of the screws showed significant marks of usage on the screw heads as well on the threads. However, the measured dimensions of the returned screws conform to specification except of one minor deviation most likely due to a deformation of the screw head. With respect to the complained plates it could be determined that the complained screws were only appropriate for three of the four returned plates since the diameters of the screws and the plate holes have to be corresponding. The complained 1.7 mm screws were not intended to be used with the complained plate # 55-06231 that is characterized by 1.2 mm hole diameter. This discrepancy could have led to an unsufficient fixation of the screws and plates. In general, the usage of stryker implants along with products of other manufacturer as reported in the event is not recommended according to the applicable instructions for use. Due to the fact that the complained stryker implants were used in combination with a non-stryker implant the usage of the complained stryker products is considered as an off-label use. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no preventive and/or corrective actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that during surgery, after the screws and plates were implanted but prior to closing up the surgical site, the screws started backing out, and the 3d implant ended up breaking in half. The surgeon was unable to complete the procedure.